Manufacturer narrative:
The investigation confirmed that discordant (B)(6) results were obtained from a single (B)(6) proficiency sample processed using vitros ahbc reagent lot 7670 and vitros hav reagent lot 4430 on a vitros 5600 integrated system. The results were considered discordant when compared to the expected result of (B)(6) for the sample. A definitive assignable cause for the event could not be determined. Based on historical vitros ahbc reagent lot 2370 and vitros hav reagent lot 4430 quality control results, there is no indication a reagent related issue contributed to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbc reagent lot 7670 or vitros hav reagent lot 4430. Additionally, vitros precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, the customer did not perform a within run precision test at the time of the event to definitively rule out an instrument issue. Sample mix up is a possible cause of the discordant results obtained by the customer on (B)(6) 2018, as repeat testing performed in (B)(6) 2018 produced the expected results for the affected sample in both vitros assays. However, the customer was not able to definitively state that the discordant results were obtained as a result of sample mix up when initially tested in (B)(6) 2018. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained discordant (B)(6) results from a single (B)(6) proficiency sample processed using vitros ahbc reagent lot 7670 and vitros hav reagent lot 4430 on a vitros 5600 integrated system. The results were considered discordant when compared to the expected result of (B)(6) for the sample. Vitros ahbc cap vm1-31 sample result of (B)(6) versus the expected result of (B)(6). Vitros hav cap vm1-31 sample result of (B)(6) versus the expected result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros anti-hbc and vitros hav results were obtained when processing a non-patient fluid and were reported to the proficiency provider. However, the investigation could not conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).